Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not "loaded" on the pump successfully and was not snapped in. Subsequently, it was reported that the customer received a malfunction alarm. Customer's blood glucose level was 547 mg/dl with trace ketones. During troubleshooting with tandem technical support, the malfunction alarm was cleared and customer loaded a new cartridge onto the pump successfully, and insulin delivery was able to be resumed.